Event description:
It was reported that the patients spinal cord stimulator (scs) was not providing relief and had to charge the implantable pulse generator (ipg) for an extended period of time, and it also noted that the scs had migrated. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.